Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. One stent strut on the most proximal row was lifted proximally. This type of damage is consistent with the stent meeting resistance upon advancement. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01 oct 2013. It was reported that catheter crossing difficulties occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. After pre-dilation using a 2.0x20mm balloon catheter, a 4.00x24mm promus element plus stent delivery system was advanced yet failed to cross the lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed proximal stent damage.